Event description:
I had the essure done and now I have headaches all the time and I hurt and I bleed for over a month. Every time I start my period and I go for a month or longer and then I'm off for only like 2 wks and then I start again. I hate the essure, no one needs this.